Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv intermittent non-capture was detected. Chest x-ray was performed, and it showed no macro-dislocation of lead.